Event description:
It was reported that the ipg would no longer charge after a non device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.